Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) code. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. Recently, this device was surgically explanted and replaced to resolve the event. During the procedure, the physician observed wear damage near the connection pin on the electrode. The physician elected to also explant and replace the electrode to resolve the event. No additional adverse patient effects were reported. The explanted system is expected to be returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) code. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. Recently, this device was surgically explanted and replaced to resolve the event. During the procedure, the physician observed wear damage near the connection pin on the electrode. The physician elected to also explant and replace the electrode to resolve the event. No additional adverse patient effects were reported. The explanted system was returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion approximately 33 to 43 millimeters from the terminal end. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the associated device case and pressure/movement within the pocket area. The reported wear damage near the connector, observed during the replacement procedure, is likely the result of the lead damage observed by the laboratory.